Event description:
The customer needed assistance rewinding the insulin pump. The blood glucose reading was 600 mg/dl. The patient declined to troubleshoot because she was travelling and did not have insulin at the time. The customer was assisted with rewinding the unit. The patient stated that she would treat her blood glucose with manual injections. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.